Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the history log confirms the reported problem. The device was found out of specification in relation to the reported symptom which was not reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump has "air detector errors". It was also reported there was no pt injury.